Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during knee arthroplasty procedure, a spike broke off the instrument during impaction.

Manufacturer narrative:
Visual inspection of the returned device found that the long spike had cleanly broken off at it's base. The top and inferior surfaces of the impacting button, as well as the tip of the remaining short spike, were damaged. Dimensions were found conforming to print specifications where measured. Hardness evaluation found that the hardness was also within specification. The broken spike was retrieved but not returned. The device history records and receiving inspection report for the device identified no deviations or anomalies. This device is used for treatment. Per the instrument/provisional use and care package insert, life expectancy is normally determined by wear and damage due to use. The device was manufactured in february 2005. As the instrument has been in the field for approximately 10 years, natural wear and tear is considered to be the root cause.